Event description:
The customer reported that prior to use on a patient the iabp generated an "electrical test failure code #42" [iabp (6809) datasette not compatible with front end hcll]. The customer rebooted the iabp and the alarm was cleared. No patient injury was reported.

Manufacturer narrative:
The co rep observed the "electrical test failure code #42 on the fault log, but he was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).